Event description:
Pt reinserted the product after cleaning. During the procedure, he accidentially pushed the product completely through the stoma into the trachea. The pt used a stainless steel forceps to retrieve the product. No other medical intervention was needed. However, the pt is a md. No complications occurred due to the incident, and the pt was able to reinsert the product correctly after the retrieval.

Manufacturer narrative:
Stn: b077060.